Manufacturer narrative:
(B)(4). The sample associated to this report is currently in transit to the mfg site for analysis.

Event description:
Cus reported: the staff were unable to maintain cuff pressure. The customer reported, following removal of the tube a small leak was identified on the cuff during an immersion test. The info provided suggest that decannulation and recannulation of a replacement tube was required. Customer confirmed that no add'l harm to the pt. Covidien has attempted to gather further details surrounding the circumstances of this report without success.